Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is suspected of behaving in a manner consistent with premature battery depletion. A technical service (ts) consultant reviewed device data, and confirmed increase in power consumption. Ts provided recommendations for device replacement in the near future. Device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is suspected of behaving in a manner consistent with premature battery depletion. A technical service (ts) consultant reviewed device data, and confirmed increase in power consumption. Ts provided recommendations for device replacement in the near future. Device remains implanted. No adverse patient effects were reported. New information was received that this device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction and with no further information to indicate a product performance issue, we have concluded this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is suspected of behaving in a manner consistent with premature battery depletion. A technical service (ts) consultant reviewed device data and confirmed increase in power consumption. Ts provided recommendations for device replacement in the near future. Device remains implanted. No adverse patient effects were reported. New information was received indicating this device was explanted and a new device was implanted. Besides surgical intervention, no adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.